Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a right ventricular outflow tract ablation procedure a pericardial effusion occurred. While ablation was being performed on the anterior wall, at 30 watts, a steam pop was heart. A pericardial effusion was noted on the intracardiac echocardiography (ice) catheter, and a pericardiocentesis was performed to stabilize the patient.